Event description:
The customer reported that the system exhibited a lock up and patient image data was lost. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib and ffb boards and connectors were reseated during the service call. The 5vdc power supply was also optimized. The system was tested and found to be working as intended and put back into service.